Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was noted to have a broken tie rod. A backup instrument of the same kind was used. There is no information about any fragment falling into patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) obtained the following additional information regarding this event: there was no patient injury, no fragment fell into the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.